Event description:
Patient was able to unlock the sharps container wall mount with a spoon and very little effort and then able to shake dirty needles and vials from the sharps container. Upon further investigation, it was easy for nursing to open all the wall mounts without keys due to the looseness of the door hingers. This is a danger to our patients and our staff if violent patients can obtain dirty sharps. FDA safety report ID# (B)(4).